Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus indicating that during bench analysis, it was discovered that the device display was experiencing an intermittent backlight and no image would display on the screen. As the emergent issue was discovered while the device was at a third-party repair facility, there was no patient involvement at the time of the event. Therefore, no patient or user health consequences or impact occurred.